Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿this report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-02804 / 02805 / 02806 / 02807 / 03470 / 04831).

Event description:
Patient underwent a shoulder revision procedure approximately four months post-implantation due to the glenosphere disassociating from the baseplate. The surgeon noted that the implants had been misaligned. Op report states that there was fluid found in the joint and wear was noted on the humeral bearing possibly due to the joint being overstuffed. This led to the humeral stem being removed and replaced with a shorter stem. Upon removal of the humeral stem, a small fracture was noted in the proximal humerus. There was micro-motion noted at the baseplate taper which was noted to have been caused by the central screw in the baseplate having not been seated properly. The stem, humeral bearing, humeral tray, glenosphere, taper adaptor, and central screw were removed and replaced.

Manufacturer narrative:
This report is being amended to reflect changes in report date, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative.. Neither this product nor photos of this product were returned for evaluation, therefore the condition of the device is unknown. This product is used for treatment. Complaint history review identified no other complaint on this part and lot combination. Per the surgical technique, these devices are compatible with one another. Examination of the returned products found abnormal wear on the bearing and glenosphere. The revision op notes in the complaint indicate that the surgeon suggested the implants may have initially been misaligned which likely led to the abnormal wear. The glenosphere disassociation and the central screw improper seating cannot be confirmed as the baseplate and screw were not returned for evaluation. However, as the op notes indicate these findings, the central screw seating likely led to the disassociation. Therefore, this complaint is considered confirmed. Root cause is determined to be misalignment of the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. (B)(4). Complaint sample and operative notes were evaluated and the reported event was confirmed. Examination of the returned products found abnormal wear on the bearing and glenosphere but no anomalies found on the stem, tray, or taper adapter. The revision op notes in the complaint indicate that the surgeon suggested the implants may have initially been misaligned which likely led to the abnormal wear. The glenosphere disassociation and the central screw improper seating cannot be confirmed as the baseplate and screw were not returned for evaluation. However, as the op notes indicate these findings, the central screw seating likely led to the disassociation. X-rays were reviewed. Per the review: "no fracture is identified. There is evidence of dissociation of the glenosphere from the baseplate, subsequently revised. No observation can be made about the central screw positioning on the radiographs but there is no obvious screw malposition identified. Implant fit and alignment appear appropriate. Bone quality appears to be within normal limits. No unremarkable patient anatomy. No evidence of loosening or abnormal radiolucency." DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to misalignment of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a shoulder revision procedure approximately four months post-implantation due to the glenosphere disassociating from the baseplate. The surgeon noted that the implants had been misaligned. Op report states that there was fluid found in the joint and wear was noted on the humeral bearing possibly due to the joint being overstuffed. This led to the humeral stem being removed and replaced with a shorter stem. Upon removal of the humeral stem, a small fracture was noted in the proximal humerus. There was micro-motion noted at the baseplate taper which was thought to have been caused by the central screw in the baseplate having not been seated properly. All components except the baseplate and central screw were removed and replaced.